Manufacturer narrative:
Findings: unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked lcd window and cracked reservoir tube. Test reservoir does not lock properly inside the reservoir tube. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer had to use rubber bands to keep the reservoir in place. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.